Event description:
According to the available information, the right distal cylinder was repositioned. It was also indicated that there was glanspexy [treatment for floppy glans].

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.